Event description:
It was reported nine days following a heart catheterization procedure, the pt experienced hives. The pt contacted her physician and benadryl, dose unk, was prescribed. A 5f fast-cath 8.5cm introducer sheath, 406542, was also used in the procedure. The pt had contacted the cath lab for all product make up for the products used during the heart catheterization procedure.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot numbers were not available. Based on the info received, the cause for the allergic reaction could not be conclusively determined.